Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device is not turning on when the lid is open and it was showing all three icons (attention, charge-pak and service wrench). The device will be further evaluated at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device is not turning on when the lid is open and it was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involved in the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device is not turning on when the lid is open and it was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to poor maintenance as there was no adequate charge-pak installed for a longer period of time, which caused the hybrid layer capacitor (hlc) to become depleted and permanently damaged. The operating instructions instruct the user that "device readiness" should be verified regularly.